Manufacturer narrative:
(B)(4). Conclusion: off-label, unapproved, or contraindicated use (treatment of dissection).

Event description:
A talent taa stent graft system was implanted in a patient for the endovascular treatment of an acute aortic dissection in zone 4. It was reported that the patient developed constrictive pericarditis. The patient's condition did not improve after that, and the patient died from heart failure. Per the physician the event was determined to have causal relationship with the procedure because the event was considered to be attributed to a thoracotomy. Meanwhile, the device was deemed to have no causal relationship with the event because the event was not attributed to the product quality. The patient's death was determined to not be related to the product; however, it is unknown if it was related to the procedure.